Event description:
It was reported that during an unknown procedure, the device misfired; all the staples did not fire. There was a small tear in the bowel. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.